Event description:
Positive advia centaur anti-hbs results were reported to the physician for three different pt samples. Pt #1, and pt #2 repeat testing was positive. Pt #3 repeat testing was negative. The customer repeated pt #1 and pt #2 samples a second time with inconsistent results. Both pt #1 and pt #2 samples were respun and the repeat testing results were negative. The final anti-hbs result reported for all three pts were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant anti-hbs results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Evaluation of the instrument and instrument data indicated the system checks were functional. The fse proactively replaced the heater coils for probes 1 and 3. The cause for the discordant anti-hbs results can be attributed to operator error due to improper handling and processing of samples. The instrument is performing within specifications. No further eval of the device is required.